Event description:
It was reported the switch remained "on" at all times when the unit was plugged in.

Manufacturer narrative:
It was reported the switch remained "on". Upon investigation, the switch housing appeared to have been exposed to excessive heat. Inside the switch housing, the circuit board showed signs of failure that resulted in the excessive heat. The flame-retardant switch housing contained the event properly and protected the customer from exposure to electrically live components. It is unclear exactly what caused the event, and the switch will be sent back to the MFR for further analysis and preventative action. At our request, the MFR of the switch has enacted several CAPA projects to improve the quality of the switch. The occurrence of board component failures has dropped significantly in the past 12 months.